Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, undersensing was observed on the right atrial lead. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition during and after the procedure.